Event description:
It was reported that the patient has been experiencing pain at her vns site. Additional information was received that the patient has been experiencing the pain since it was implanted. The patient also noted the generator is currently at her left armpit and would like it placed more on her upper left chest area; the patient was referred for surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10. Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)". H3. Device evaluated by MFR?; code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
Implant card was received reporting that the generator was replaced due to battery depletion. The suspect generator has not been received to date.

Manufacturer narrative:
A2. Age at time of event; corrected information, initial report listed incorrect age.

Event description:
Additional device settings were received prior to the device's explant. No other relevant information has been received to date.